Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. (B)(4).

Event description:
Related to MFR report # 2183959-2012-03232. It was reported an apogee was implanted on (B)(6) 2008. It is alleged the plaintiff experienced emotional distress and a problem with the product.